Event description:
The customer reported via medwatch that the jaws of the disposable instrument would not open and the blade within the instrument bent when being used to ligate tissue during surgery. The surgical team thought that the blade had broken off and required further exploration with the pt's abdomen looking for the blade. The site reported that the blade did not fall into the pt cavity. There was no pt injury associated with the event.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.